Event description:
It was reported that during maintenance that it was discovered the unit has a damaged comb. There was no harm or injury to the patient as there was no patient involvement and there was no reported delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: belgium. Review of the most recent repair record identified the following related repair: this device did not include a ce mark at the time of manufacture. Furthermore, the unit passed the test cut; however, the comb was damaged. The comb was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.